Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to unknown reasons. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to physician discretion. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was explanted due to excess battery drain from the high programmed left ventricular (lv) lead outputs. The battery did not deplete due to any obvious internal issue. The physician decided to replace the device with a new one at the time of the new left ventricular (lv) lead placement procedure, so the patient did not have to come back for a battery change within a couple years. Event does not meet complaint criteria.